Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported rupture and capsular contracture, baker grade unknown. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on march 19, 2026, with lot number 3475325. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture and capsular contracture baker grade unknown". Later physician reported "capsular contracture baker grade iii and rupture". Later healthcare professional reported "implant was intact not ruptured". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, g2.

Event description:
Patient reported "rupture and capsular contracture baker grade unknown". Later physician reported "capsular contracture baker grade iii and rupture".this record is for the left side. The device remains implanted.

Event description:
Patient reported "rupture and capsular contracture baker grade unknown". Later physician reported "capsular contracture baker grade iii and rupture". Later healthcare professional reported "implant was intact not ruptured". This record is for the left side. The device was explanted. Therefore, the event of rupture is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6